Event description:
According to the patient's history and physical, the patient had undergone a left total hip replacement. He has recently developed greater trochanteric iliopsoas discomfort. Patient has also had a hip aspiration a few months prior, which showed no growth. MRI revealed noticeable left greater trochanteric bursitis and mild-to-moderate left abductor cuff tendinopathy. Md impression: left loose femoral component, ruling out metal-on-metal metallosis. Subsequently, the patient went to the or and underwent hip revision. The md stated the following post-operative diagnosis: loose left femoral stem, questionable metallosis, metal sensitivity and fibrosis of the acetabular cup. Notes from the operative report: posterior approach was performed through its previous incision and extended proximally and distally. Upon entering the iliotibial band region, there was communicating seroma from the greater trochanteric area to the posterior aspects of the hip and there was fibrous tissue that was very avascular. I performed a bursectomy of this region and maintained this tissue in place for pathology. The patient's preoperative aspiration had subsequently revealed no evidence of growth and the fluid that was removed subsequently was very clear serous in nature. At this point, the capsule was noted to have fibrous thickened tissue and I removed it with the bovie. There was no twitching on the obturator, sciatic or femoral nerve and I then dislocated the head. There was metal debris behind the head at the trunnion head interface. The trunnion on the stem also had some metal type tissue. The stem was extracted easily with the femoral retractor from the smith and nephew system and there was minimal bone in-growth. Bone in-growth was mainly on the posterior aspects of the calcar region laterally, otherwise all other in-growth was fibrous. At this point the acetabulum was addressed and I removed the thickened capsular avascular tissue. All of this tissue was sent to pathology. There was no evidence of purulence. The cup was well seated and using the zimmer explant, the cup was removed. At this point, the posterior wall, anterior wall, superior wall were all intact. The surgeon requested that the explant be sent to the manufacturer for further analysis for metal debris.